Event description:
Hip and joint pain. Doctor suggested I get tested for metallosis and results show that I need to get metal on metal hip removed. Depuy prodigy 300 series duraloc acetabular component 36-mm metal acetabular liner with a morris taper femoral head.